Event description:
A report was received that the patient was experiencing an increase in thigh pain due to the stimulation. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing an increase in thigh pain due to the stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), product description: linear st lead, 50cm.